Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, post fall the patient began experiencing ineffective therapy. X-ray imaging revealed migration of the s2 lead. Surgical intervention was undertaken on 25sep2024 where it was also revealed the 2nd lead had high impedances. As a result, both leads were explanted and replaced to address the issue.